Event description:
A few weeks after the lens was implanted, the patient complained of having problems with the lens. The lens was explanted and the doctor believes the power of the lens was incorrect.